Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer blood glucose (bg) level was 536 mg/dl; cause was unknown. Customer required assistance from a third party in order to administer a correction injection and drink water. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Functional/duplication testing was performed, and no failure was identified related to the reported high blood glucose issue.